Event description:
The pacing system was implanted on (B)(6) 2012. Reportedly, the pacing mode was reprogrammed from dddr mode to vvi mode at 30 min-1, however the patient was pacing around 40 min-1. The physician made an incision in the patient's skin, explanted the subject device and waited for the patient's spontaneous pulse, which was around 35 bpm. The physician attempted to remove the leads and pacing at 40 min-1 was observed. Then the patient's spontaneous rhythm was over the pacing rate. The leads were removed and another system was implanted. After explantation, the egm of the subject pacemaker showed that the pacing increased to around 60 min-1 even though it was programmed at 30 min-1. Preliminary analysis results revealed that the reported fast pacing rate was most probably due to the programming of the rate smoothing function.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The pacing system was implanted on (B)(6) 2012. Reportedly, the pacing mode was reprogrammed from dddr mode to vvi mode at 30 min-1, however the patient was pacing around 40 min-1. The physician made an incision in the patient's skin, explanted the subject device and waited for the patient's spontaneous pulse, which was around 35 bpm. The physician attempted to remove the leads and pacing at 40 min-1 was observed. Then the patient's spontaneous rhythm was over the pacing rate. The leads were removed and another system was implanted. After explantation, the egm of the subject pacemaker showed that the pacing increased to around 60 min-1 even though it was programmed at 30 min-1. Preliminary analysis results revealed that the reported fast pacing rate was most probably due to the programming of the rate smoothing function.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed that electrical characteristics were within specifications. D4: lot number and expiration date updated. H4 updated.

Event description:
The pacing system was implanted on (B)(6) 2012. Reportedly, the pacing mode was reprogrammed from dddr mode to vvi mode at 30 min-1, however the patient was pacing around 40 min-1. The physician made an incision in the patient's skin, explanted the subject device and waited for the patient's spontaneous pulse, which was around 35 bpm. The physician attempted to remove the leads and pacing at 40 min-1 was observed. Then the patient's spontaneous rhythm was over the pacing rate. The leads were removed and another system was implanted. After explantation, the egm of the subject pacemaker showed that the pacing increased to around 60 min-1 even though it was programmed at 30 min-1. Preliminary analysis results revealed that the reported fast pacing rate was most probably due to the programming of the rate smoothing function.